Manufacturer narrative:
Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed a rent on the posterior view of the device measuring approximately 0.5 cm. A line of shell wear was observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. At this point it is not possible to determine the root cause of the rent and shell wear. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the rent and shell wear were the root cause of the capsular contracture. According to the information provided, mentor product analysis lab concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on 11/30/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 11/30/2018. When the device was explanted, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was also performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis. On (B)(6) 2018 left sided baker¿s grade IV capsular contracture was observed. As a result, the device was explanted on (B)(6) 2018.